Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl at the time of call. The customer also reported that they had emergency medical services visit. The customer stated that they treated the low blood glucose with glucagon. The customer was assisted with threshold suspend at the time of call. The insulin pump will not be returned for analysis.